Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 110 mg/dl. Customer stated that she was trying to deliver a bolus and the number began to scroll on the screen without her pressing anything. Customer stated that nothing happened to the pump prior to the issue of the scrolling numbers. Customer is unable to stop them. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.